Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the cervical probe was noted to be damaged. It was reported that the probe would not fit with navlock trackers and had difficulties with the ratcheting handle used. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was slightly bent as reported. Otherwise, with markers attached and fully seated, the probe returned good geometry and divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.